Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. It was stated that the meter read 800 mg/dl, however, earlier that morning had obtained a reading of 116 mg/dl before breakfast. No actions were taken or treatment received reportedly as a result. Customer stated retesting with meter within 15 minutes of reading and obtained a result of 359 mg/dl, however, did not treat as a result of the alleged higher reading. Customer indicated when looking in the meter memory, the 800 mg/dl reading was not found. A request was made for the return of the suspect device and replacement product was sent.